Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope was noisy due to damage on the charge coupled device unit. Based on the results of the investigation, the probable root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image of the gastrointestinal videoscope was noisy due to damage on the charge coupled device unit. There was no patient involvement.